Manufacturer narrative:
It was reported the patient was given ¿some sedation¿ by a nurse and the nurse left. The employee relaying this information to the clinical product specialist (cps) didn¿t know specifically what medication the patient was given. According to the employee, the patient was not connected to their expression patient monitoring device during the scan and the patient passed away. According to the cps, there was no allegation made with regards to the patient monitor, since the patient monitor was not in use during the case. During the site visit, the cps identified many failures to use the device as instructed in the IFU, such as use of non-approved electrodes, not prepping patients properly and improper electrode placement. In addition, the users had an spo2 cable that needed to be replaced, which was causing issues with monitoring spo2. It is unknown at this time if the patient monitor was not in use because users felt that it was not working properly or that there was a conscious decision to not use the patient monitor with this patient. Therefore, we are reporting this incident. Additional information regarding the device and patient have been requested.

Event description:
During a site visit for additional training, the clinical product specialist (cps) was told that, approximately 3 months prior to her visit, there was a female patient who has a history of sleep apnea that underwent an MRI in a philips magnet.. It was reported that the female patient passed away during an MRI examination and that the device was not being used to monitor the patient during the case.

Manufacturer narrative:
An evaluation of the device was not performed. Philips made multiple attempts (6 total; 4 in writing and 2 via telephone) to obtain additional information about this reported patient death . None of these attempts resulted in any additional information. It was reported that a female patient passed away during an MRI examination and that the device was not being used to monitor the patient during the case. It is unknown if the patient monitor was not in use because users felt that it was not working properly or that there was a conscious decision to not use the patient monitor with this patient. During a recent site visit, the cps identified many failures to use the device as instructed in the IFU, such as use of non-approved electrodes, not prepping patients properly and improper electrode placement. In addition, the users had a spo2 cable that needed to be replaced, which was causing issues with monitoring spo2. Review of oneems for cases related to each monitoring component was performed and none of the cases that have been opened reported a patient death. The investigator is closing this complaint under good faith effort made, but the complaint can be reopened upon receipt of additional information. The device remains in use at the customer site.

Event description:
During a site visit for additional training, the clinical product specialist (cps) was told that, approximately 3 months prior to her visit, there was a female patient who has a history of sleep apnea that underwent an MRI in a philips magnet. It was reported that the female patient passed away during an MRI examination and that the device was not being used to monitor the patient during the case.